Manufacturer narrative:
Per customer request, a ge representative ordered a high voltage cable to be installed by the customer's medical engineering staff. Cable ordered. Follow-up discussion with customer indicated they received and installed the high voltage cable and system is operating as intended.

Event description:
It was reported that the 9600 system required a high voltage cable. No add'l info provided. There was no report of pt injury.